Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a hole was observed in one clearlink system continu-flo solution set. It was further reported the operator of the device, witnessed sodium chloride (nacl) "spurting outside of tube". The event occured during an unknown process step prior to patient use. No additional information is available.

Manufacturer narrative:
The actual sample was received for evaluation. A visual inspection was performed which revealed an oval shape hole in the tubing above the slide clamp. The reported condition was verified. The cause of the condition was due to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.